Event description:
Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales representative regarding a male patient (around (B)(6), age not specified). The patient's medical history was significant for cruciate ligament plasty (some years ago). On an unspecified date at the (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f 20) injection, (route and dosage regimen not provided), in one knee (unspecified; 3 consecutive administrations). Later, on an unspecified date in 2013, the patient received 3 consecutive administrations of synvisc in the other knee (unspecified). The lot number for synvisc was not provided. On unspecified dates in 2013, the patient experienced knee effusion (only in one knee) and significant knee pain. Later, arthrocentesis was performed, unknown amount of joint fluid was aspirated and the culture results were negative with normal synovial fluid. The patient received anti-inflammatory treatment (unspecified) an he showed good evolution. On an unspecified date in 2013, the patient recovered from the event of knee effusion. The action taken with synvisc treatment was not provided. The outcome of the event of knee pain was not provided. Concomitant medications were not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the causal relationship between synvisc and the event of knee effusion as possibly related and did not provide the relationship for the event of knee pain. It was reported that the physician indicated that she was wondering whether the adverse events were due to a quality or quantity issue. The physician would relate the events to the fact that she had administered the product 6 consecutive times and that she had never administered synvisc (hyaluronic acid) this way.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review wa not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results was identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.